Event description:
It was reported that the pt had an infection of her interstim device. She stated that after bending down from scrubbing the floor she started feeling a burning sensation at the ins site. This was a month and a half ago. Further info is being requested from the hcp.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.